Event description:
Event description guidant received info that the implantable cardioverter defibrillator (ICD) had a status or eri (elective replacement indicator) 24 months post implant. Premature batteyr depletion was suspected.